Manufacturer narrative:
To date the alleged aes-90sn probe has not been returned to conmed for evaluation. Should the device be returned an evaluation will be performed. Upon completion of the complaint investigation a supplemental and finale report will be filed. Otherwise this filing will stand as the final report. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. There has been one other similar complaint for this lot of product. A two-year review of complaint history revealed there has been 34 complaints, regarding 39 devices for this device family and failure mode. During this same time frame 115,714 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be .0003 per the instructions for use, the user is advised the following; use caution when changing power settings. Use the lowest power setting and the minimum tissue contact time necessary to achieve the appropriate surgical effect. High power settings, and prolonged use may result in damage to the insulation, probe tip or patient burns. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the aes-90sn, 90-degree probe broke during a knee case. The coating disintegrated into the knee. There was a surgical delay as they had to spend time to remove the fragments. There was no injury to the patient. Further attempts were made to gather additional information with no response. This report is being raised based on device malfunction with potential for injury upon reoccurrence.